Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the motor battery charger and associated batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. The batteries were returned to the manufacturer for analysis. The batteries was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect motor battery charger has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system shut down without prompt from the user following a procedure. It was reported that the imaging system was plugged into a known operational outlet when the issue occurred. There was no patient present when this issue was identified. No additional information was provided.